Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The incident was initially reported to the manufacturer by patient as corneal ulcer(s) in the left (os) eye. Additional information was received from the treating healthcare provider (hcp). On (B)(6) 2024, the patient sought medical attentions after two days with symptoms of redness, tearing, and sensitivity, but visual acuity remained unchanged. The hcp indicates moderate corneal infiltrates (size, location, and severity not specified), and diagnosed a staph marginal infiltrate and prescribed tobradex to be administered four times daily for seven days and a follow-up exam scheduled at the end of the medication period. As of the date of this report additional information is unknown. This event is being reported due to the diagnosed of a staph marginal infiltrate with unknown patient outcome and the potential for serious injury related to infectious corneal infiltrates or ulcers. Should further information become available, a follow-up report will be submitted as appropriate.